Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's dbs system right extension had one contact with high impedance due to a suspected exposed wire. Reportedly, the contact with the high impedance was not used in programming of the patient's dbs system. The extension remains implanted and the physician has no interventions planned.